Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. Customer¿s blood glucose was 104 mg/dl. The cartridge was reloaded successfully and customer resumed insulin therapy.